Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported the open-end flexi-tip ureteral catheter fractured while advancing the device into the patient during the retrograde intrarenal surgery (rirs) in which contrast media was being administered. The procedure was completed by using another same-type device. It was reported that the catheter was inspected prior to insertion into the scope and no visible damage was found. The catheter was then inserted approximately halfway, at which point it broke during insertion. There was no resistance encountered while advancing the catheter. The catheter separated while being inserted into the patient and the separated portion was successfully retrieved using a guidewire. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. A photo was provided that shows the catheter has separated approximately in the middle. The catheter appears to have separated cleanly across its diameter. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field. Cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions ¿ if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Based upon the available information, review photo of the complaint device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d10 - concomitant product: 0.038 boston sensor¿ nitinol. Guidewire with hydrophilic tip. Corrected information: h6 - health effect impact code (annex f). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 12jan2025: it was reported that the catheter was inspected prior to insertion into the scope and no visible damage was found. The catheter was then inserted approximately halfway, at which point it broke during insertion. There was no resistance encountered while advancing the catheter. The catheter separated while being inserted into the patient and the separated portion was successfully retrieved using a guidewire.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - address 2: (B)(6). H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the open-end flexi-tip ureteral catheter fractured while advancing the device into the patient during the retrograde intrarenal surgery (rirs) in which contrast media was being administered. The procedure was completed by using another same-type device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is currently unavailable.